Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screw/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation, discarded. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal and re-implantation procedure due to a non-union brought about by a broken femoral recon nail (frn) and screws. The reported devices were easily removed without any problem. The procedure was successfully completed without surgical delay. Patient status is unknown. Concomitant device reported: unknown end cap (part # unknown, lot # unknown, quantity 1), 5.0mm ti locking screw (part # 04.005.540s, lot # h764247, quantity 1), 5.0mm ti locking screw (part # 04.005.558s, lot # h536712, quantity 1), 5.0mm ti locking screw (part # 04.005.566s, lot # h491348, quantity 1). This complaint involves three (3) devices. This report is for one (1) unk - screws: trauma. This report is 2 of 3 for (B)(4).

Event description:
Concomitant device reported: end cap (part number unknown, lot unknown, quantity 1), screws (part number unknown, lot unknown, quantity 2), 12mm / ti cann frn / gt 420mm / right ¿ sterile (part number: 04.033.272s, lot: 2l93879, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: b5: concomitant devices reported d11 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.